Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. We, therefore, consider this report complete to the best of our knowledge. No conclusion can be drawn at this time.

Event description:
The customer initially called to report high blood glucose levels. The customer then stated she was hospitalized for low blood glucose and the reading was 30 mg/dl. Troubleshooting was performed and the insulin pump was programmed correctly. The insulin pump passed the prime, displacement and self tests. Nothing further was reported.